Event description:
An endurant stent graft system was selected (but, not implanted in the patient) for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was severe calcification at the assess vessel and throughout the vessels. It was reported that the physician inserted the delivery catheter into the patient using excess force to pass the calcification. The stent graft delivery system could not be advanced passed the calcification, the device was removed from the patient and it was noted and the nosecone of the device was damaged. (There was no damage to the device prior to insertion into the patient.) The nose cone was split and smashed due to the excessive force and severe calcification combination. The delivery catheter was not re-inserted in the patient. The physician selected another bifurcated stent graft and it was able to be advance and implanted successfully. The physician believes that the damaged device made way for the other devices to be advanced. No clinical sequelae were reported and the patient is fine. Analysis of the returned device was completed. The complaint was confirmed; there was damage to the graft cover and tapered tip of the delivery system. The root cause of the positioning difficulties and damage to the tapered tip could not be conclusively determined due to the state of the returned device, however were most likely due to the calcified anatomy.

Manufacturer narrative:
(B)(4). Results: positioning difficulties. Anatomy related; calcified anatomy. Conclusion: anatomy related; calcified anatomy.